Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: investigation completed. The device was returned for analysis. The product was received in good condition with no visible external damage or defects observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01933 and 2134265-2017-01929. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, it was noted that motor drive would not pullback, so therefore automatic pullback could not be performed. However, imaging was performed without issue. No patient complications were reported and the patient's status was stable.